Event description:
It was reported that a user unintentionally navigated to the pump¿s press-and-hold fill tubing screen during a supply change while disconnected from the body, became unsure how to proceed, and called for assistance; the agent confirmed the user was not connected and had not initiated a supply change step, then guided the user through the correct infusion set and cartridge change, after which insulin delivery resumed. Symptoms included no adverse clinical effects. Outcomes included no impact on health, no alarms, and no unintentional insulin delivery. Investigation included user guidance and troubleshooting with education on correct supply change steps. Investigation of this case revealed no device malfunction and no insulin delivery, with the event attributable to user navigation error during setup. It was concluded that the cause was user error related to infusion set and cartridge change workflow.